Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case#FDA-2014-n-0736-1621, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2007. A few months after insertion, she begged her doctor to put her back on pill because all sorts of weird things started happening. She was diagnosed with ms (interpreted as multiple sclerosis) in 2010. She had severe fatigue, brain fog, numbness in right leg, stomach issues and skin issues. In (B)(6) 2015, her doctor performed an allergy panel test on her. She was convinced she was allergic to nickel, however, she stated that she was not. But she was allergic to gold; severely allergic. She got a hysterectomy on (B)(6) 2015 removing everything but ovaries. Her coil (only had one because implanting doctor could not get second coil in, she ended up getting tubal as well) was embedded in uterus; her uterus was 3 times normal size. At the time of the report, she was weeks out from surgery and had more energy than she had in years. Her dark circles were much less than they were and she did not feel toxic like she had for years. Product technical complaint investigation received on 11-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the coil was embedded in her uterus. She underwent a hysterectomy 8 years after insertion. She was also diagnosed with ms (interpreted as multiple sclerosis). These events are serious due to medical significance. Embedded device is a listed event in the reference safety information for essure, multiple sclerosis is unlisted. In the present case, the exact mechanism of the device embedment was not reported. However, given the nature of this event, causality with essure cannot be excluded. Considering the pathophysiology of multiple sclerosis, and the local effect of essure in the fallopian tubes, causality between this event and essure was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed (consumer mentioned her uterus was 3 times normal size, which could be an alternative explanation for the hysterectomy, however from the available information it cannot be excluded that the device embedment also contributed to the hysterectomy). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.